Manufacturer narrative:
Block e1: (B)(6). Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported that an exalt model d single use duodenoscope was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of biliary stones on (B)(6) 2024. During procedure, the screen went black. The controller was rebooted, and the screen came back, but the image started glitching. The scope was replaced, and the procedure was completed. There were no patient complications as a result of this event.